Event description:
Kimberly-clark received a report stating, " about 2-3 months ago we had an elderly patient on the long term care unit that was placed on blow by oxygen. When the nurse connected the closed suction catheter she did not remove the cap from the t-piece. The patient died." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. We were unable to evaluate the device as it was not returned to kimberly-clark. Directions for use warn:"cap on trach care t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." In addition, standard of care requires close monitoring of patients during t-piece weaning. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned by the customer to kimberly-clark.